Event description:
The customer reported a low level rsv reading on the patient samples. The rsv did cross the threshold and the software indicated "detected". The laboratory did not report any of the results from this lot. A voluntary recall was performed related to the reported lot.

Manufacturer narrative:
Patient gender information not reported. The investigation of the simplexa flu a/b and rsv direct kit (mol2650) suggested that the root cause for the occurrence of false positives (and sub-amplifications) were due to the lot to lot variability of the scorpion primers. To mitigate the occurrence of false positives (and sub-amplifications), focus dx replaced to recombinant taq polymerase used in the mol2651 reaction mix with hot-start taq polymerase and reduced production time following bulk mol2651 formulation to 2 hours. Additionally, focus dx now employs more extensive testing with no template control (ntc) in the qc kit release criteria. These corrective and preventative actions are effective in mitigating the effects posed by the potential lot to lot variability of the scorpions. (B)(4).